Event description:
It was reported to philips that the device does not pass the operation control test. There was no report of patient involvement.

Manufacturer narrative:
The bench tech evaluated the device and determined that the therapy capacitor is defective. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor, the repair quote was provided to the customer, however the customer did not accept the service quote. The device returned to the customer site and no further evaluation is warranted at this time.